Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging inaccurate erratic results. The reporter claimed obtaining blood glucose results of 3.5, 5.6 and 5.9mmol/l on the subject meter within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for precision. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed testing. The reported issue could not be confirmed. However a secondary issue was noted; it was observed that the test strip vial had been over-labeled by a third party. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.